Event description:
The physician attempted to place a formula 414 rx renal balloon expandable stent but the stent could not be deployed. The physician did not have good support so he changed to the guide catheter and then again with a wire, he was able to cross it. When the physician tried to place the balloon the stent detached from the delivery system prior to deployment. After the balloon was removed it was noticed that the stent was still on the wire, therefore, an attempt was made to remove the stent using the retrieval system (snare). The physician initially tried to get a 2.0 x 20 mm long balloon through the stent but the balloon would only go partially into the stent. The physician dilated about 4 atmospheres and then tried to track the stent inside but the stent could not be tracked inside. Multiple attempts were made to get the balloon inside the stent for dilation but the balloon would not go. Multiple attempts using a snare retrieval system were also unsuccessful. The stent remains in the patient and the patient is in stable condition. The physician followed the stent and it dislodged in one of the smaller branches of the hip joint. A right common femoral angiogram was taken and it looked fine. No stenosis was noted in the common femoral or the external iliac. At this juncture the procedure was terminated. The patient, in the meantime, was given 2000 of heparin after the 6000, as the act was 246 and the heparin was given, after about half an hour. At the end of the case, the act was checked and was 217. A vascular closure device was used to close the arterial sheath. Vascular surgery consult was obtained and the patient left the cath lab in stable condition.

Manufacturer narrative:
(B)(4). Common device name: peripheral stent. (B)(4). Catalog #: g56971. (B)(6).